Manufacturer narrative:
Although the treating clinic had no opinion as to the cause of their patient's syncope and anesthesia delivered was within the recommended volume, local anesthesia toxicity is a possible cause.

Event description:
The treating clinic reported a call from the patient 1 day post miradry. He awakened feeling light-headed and dizzy, proceeded to use the restroom and fainted. Upon recovering, he noted a chipped tooth, otherwise, no other concerns or side effects. He stated he had an uneventful night, had a normal dinner, and felt fine. He saw a physician for an EKG and blood work which were normal. The clinic has no opinion as to the cause of their patient's syncope which spontaneously resolved. The miradry procedure had been performed without incident. Anesthesia mixture was per recommendations for the patient's weight (100 cc's of a maximum 120 cc's per axilla).